Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn less than an hour.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts or drive stalls during the run. The device was reset and a 5 unit bolus was successfully delivered. No timeouts or drive stalls were observed in the re run. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined.